Manufacturer narrative:
(B)(4).

Event description:
It was reported the device registered an alert for a extended charge time during a manual capacitor maintenance. The patient is asymptomatic. The patient did not received therapy. A programming change was made and the patient will continue to be monitored.